Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited false elective replacement indicator (eri) post magnetic resonance imaging (MRI). Programming changes were made and the pacemaker was restored. There were no patient consequences.